Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively. All explanted device components were discarded by the facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months from the date manufacturer became aware of the event. Block d6b: explant date: 6 months ago additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 17604865.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively. All explanted device components were discarded by the facility. No device malfunction was suspected. Additional information was received that the patient had an explant procedure to be able to get magnetic resonance imaging (MRI).